Manufacturer narrative:
D4: unique identifier (UDI) #: the product code and lot number are unknown; therefore, the UDI number could not be compiled. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During a survey, an unspecified healthcare worker responded that ¿anastomosis failure¿ occurred with one patient during an unspecified procedure wherein peri-guard was applied for ¿great vessel repair¿. The respondent answered anonymously; therefore, follow up information was not able to be obtained. No further information was available at the time of this report.